Event description:
Study event. Device malfunction: none. Symptoms/ae: non-st elevation, myocardial infarction. Time of symptoms/ae: post procedure. It was reported that the patient had successful left internal carotid artery stent placement with an rx acculink in 2007. The patient was readmitted six days later, to undergo a right internal carotid artery stent placement the following month. After the procedure, the patient experienced chest pain and EKG changes. The next day, enzymes were bumped and ruled in for nstemi. An elective coronary artery bypass graft and mitral valve repair was done five days later as previously scheduled prior to carotid stenting. Resolved stop date four days later. No additional information available.

Manufacturer narrative:
The lot history record was reviewed and there were no non-conformities associated with this product lot. The second rx acculink, unknown part and lot number, indicated in the event description and is being reported under the same manufacturer report number.